Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that patient suffers from pain, lack of mobility, metallosis, and loosening. Doi: (B)(6) 2009- dor: (B)(6) 2010 (unknown side). Patient is a resident of (B)(6). Update (B)(4) 2013- pfs and medical records received. Partial part/lot was provided. The correct doi, dor, and side were also provided. Revision operative notes indicated that the patient was revised due to infection. There was no loosening indicated. Therefore, no device will be added. There is no new additional information that would affect the existing MDR decision. Medical records are attached for further review.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).